Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 31 (mg/dl). Reportedly, customer stated that they require lower basal delivery at night, and typically sets a decreased temporary basal insulin rate at night; however, customer forgot to program it the night before. Customer consumed carbohydrates to treat their bg level. Tandem technical support advised the customer that it is possible to program different timed basal insulin segments in the pump, and recommendation was made to consult with health care provider to discuss diabetes management.